Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill notifications with multiple cartridges. Reportedly, the cartridges were filled with 300-350 units of insulin. The customer was able to load a new cartridge successfully. There was no impact to the customer's blood glucose level.